Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.) Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that it was observed that forceps elevator has foreign material. This is attributed to insufficient cleaning. Other observations for the device are: due to a pinhole on distal end rubber coating (a-rubber), water tightness is lost; adhesive on a-rubber is detached; connecting tube has a wrinkle and a scratch; scope cover (s-cover) has a dent; switch box has a dent; universal cord has a scratch; angulation is low; knobs have play; due to damage on charge couple device (ccd), the image has black dots; distal end cover (c-cover) has a dent; and adhesive around light guide lens has wear. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner device that was returned by customer with no reported malfunction and sent to the service center for inspection. There is no patient involvement and no harm reported to any patient. Upon evaluation of the device, it was observed that forceps elevator has foreign material. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material being found on the forceps elevator during device evaluation.